Event description:
Patient reported through legal representative "rupture", "pain, fatigue, polyarthralgia, myalgia, and chronic fatigue¿symptoms of asis (adjuvant-induced autoimmune syndrome)", "capsular contracture", "superficial rippling and wrinkles, with internal discontinuous lines" and "capsular thickening". Fatigue, myalgia and chronic fatigue are not considered device related. This record is for the left side. The device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, myalgia, rupture a review of the device history record has been completed. No deviations or non-conformances noted.